Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed acoustic lens peeling issue could not be determined, however, the issue was likely the result of impact stress due to user handling/mishandling and or chemical stress during the cleaning and sterilization process. The event may be prevented by following the instructions for use which states: instruction manual evis lucera ultrasonic gastrovideoscope olympus gf type uct260 for safe use handling and general precautions notice - do not bend the insertion part of the endoscope with strong force. The insertion tube may be damaged. - do not apply impact to the tip of the endoscope, especially the ultrasound probe or lens surface. This may cause abnormalities in ultrasound images and endoscopic images. - do not grab the ultrasound probe when holding the insertion tube. The ultrasound probe may be damaged and a normal ultrasound image may not be obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to what was reported in b5, the device evaluation found the following: due to the peeling of the acoustic lens, water tightness was lost, due to the wear of the angle wire, the bending angle in the up direction did not meet the standard valued, due to the wear of the angle wire, the play of the upward/downward angulation control knob was outside the standard value, the adhesive on the bending section cover was detached; the adhesive on the bending section cover had a chip; the switch 2 had a cut; and the protector of the universal cord on the control section side had a scratch, the connecting tube had a coating that was peeling, the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrovideoscope had surface damage and a scratch on the ultrasonic transducer. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: the acoustic lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.